Manufacturer narrative:
Complained product will not be not available.

Event description:
Caught my face [skin injury] scratched face [scratch] if you take the head off, the end has broken off / bit that goes into the brush head doesn't securely attach to the head to the toothbrush - oral-b [device breakage] case narrative: female consumer via phone reported that the bit that goes into the oral-b toothbrush head does not securely attach the oral-b toothbrush head to the oral-b toothbrush handle and that the ends of the oral-b toothbrush heads broke off and caught her on the face and scratched it. No serious injury was reported. 05-dec-2023 via image: the suspect product was oral-b rechargeable toothbrush handle 3771 genius x 20000 model d706.543.6x. No serious injury was reported.

Manufacturer narrative:
19-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Caught my face [skin injury] scratched face [scratch] if you take the head off, the end has broken off / bit that goes into the brush head doesn't securely attach to the head to the toothbrush - oral-b [device breakage] case narrative: female consumer via phone reported that the bit that goes into the oral-b toothbrush head does not securely attach the oral-b toothbrush head to the oral-b toothbrush handle and that the ends of the oral-b toothbrush heads broke off and caught her on the face and scratched it. No serious injury was reported. 05-dec-2023 via image: the suspect product was oral-b rechargeable toothbrush handle 3771 genius x 20000 model d706.543.6x. No serious injury was reported.